Event description:
It was reported that the insulin pump had been alarming battery out limit. The customer had changed the battery numerous times, but the anomaly persisted. The customer cleared the alarm but the insulin pump would not respond. The customer removed the battery, reinsert the battery and the insulin pump alarmed again and turned off. The customer's blood glucose was 70 mg/dl. In the alarm history there was also a failed battery test alarm present. The customer stated that they placed their device on the table and the device turned off. At the end of the call the customer stated that the alarm was no longer on the screen and the insulin pump was fine. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The battery out limit alarm was unable to be verified due to failed battery test alarm. The insulin pump received with cracked display window corner, reservoir tube lip, and scratched lcd window.